Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of a ventral hernia, characterized by drain complication during ccpd therapy. It is well established that patients undergoing pd therapy may experience mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd. The cause of this patients ventral epigastric hernia can be attributed to complications from the migration of her pd catheter as reported by a medical professional. It is well-known pd patients are at high risk for the formation and/or exacerbation of hernias through the normal course of pd therapy due to multifactorial causes. This is further evidenced by the shared anatomical location of the patients migrated pd catheter and ventral hernia. Therefore, the liberty select cycler can be excluded as a potential source of the patients hernia. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their pd catheter repositioned and a hernia fixed that had developed. The patient has been on manual exchanges since. Upon follow up, the patients pd registered nurse reported this patient was hospitalized following an inability to drain during ccpd therapy on the liberty select cycler. It was found the patients pd catheter (not a fresenius product) had migrated into the right upper quadrant of the abdomen, and sub-hepatic. Additionally, omentum had been found wrapped around the patients pd catheter and a ventral epigastric hernia was found near the proximal end of the migrated catheter. It was stated the cause of the patients hernia was more than likely related to the migration of the pd catheter. The patient underwent a pd catheter revision and hernia repair on (B)(6) 2021 during this hospitalization. The patient was placed on backup hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patients malposition of the pd catheter, ventral hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued with in-center hd therapy post-discharge and has recently resumed to pd therapy (exact date unknown). The patient undergoes continuous ambulatory pd (capd) for renal replacement therapy following these events.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had their pd catheter repositioned and a hernia fixed that had developed. The patient has been on manual exchanges since. Upon follow up, the patients pd registered nurse reported this patient was hospitalized following an inability to drain during ccpd therapy on the liberty select cycler. It was found the patients pd catheter (not a fresenius product) had migrated into the right upper quadrant of the abdomen, and sub-hepatic. Additionally, omentum had been found wrapped around the patients pd catheter and a ventral epigastric hernia was found near the proximal end of the migrated catheter. It was stated the cause of the patients hernia was more than likely related to the migration of the pd catheter. The patient underwent a pd catheter revision and hernia repair on (B)(6) 2021 during this hospitalization. The patient was placed on backup hemodialysis (hd) on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. It was confirmed the patients malposition of the pd catheter, ventral hernia, the associated procedure and hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continued with in-center hd therapy post-discharge and has recently resumed to pd therapy (exact date unknown). The patient undergoes continuous ambulatory pd (capd) for renal replacement therapy following these events.